Manufacturer narrative:
Complaint conclusion: after removal of the package, it was found that the 5f precise stent (6mm x 40mm, 135cm) had been partially deployed within the transport rod. The user decided to replace with another stent to continue with the completion of the operation. The intended procedure was a carotid artery stenting procedure. Additional information indicated that the temperature exposure indicator on the pouch was checked and it was confirmed that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU (instructions for use). The device was prepped in the tray. The tuohy borst valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. When removed from the tray, the stent was not constrained within the outer member/sheath. The product was returned for analysis. One non-sterile precise pro rx ous carotid system, 5f, 6mm x 40mm, 135 cm self-expanding stent was returned. Per visual analysis the unit was partially deployed (1.6 cm) and the hemostasis valve was open. No other anomalies were noted. Per dimensional analysis the usable length was measured and found within specification. Per functional analysis the deployment process was performed without difficulty. A device history record (DHR) review of lot 17256212 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty-premature/prior to use¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event, either during shipping or device prep as evidenced by the condition of the device as described in the event, the picture of the device provided and during analysis. According to the instructions for use ¿do not use if the pouch is opened or damaged. Use the stent and delivery system prior to the ¿use by¿ date specified on the package. Both precise pro rx nitinol stent systems are shipped with the hemovalve in the open position. Caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ not the DHR review, the photograph or the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan . The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that upon inspection of the device after removal of the package, it was found that the 5f precise stent (6mm x 40mm, 135) had been partially deployed within the transport rod. The user decided to replace another stent to continue with the completion of the operation. The product will be returned for analysis. The intended procedure was a carotid artery stenting procedure. Additional information has been requested. Picture has been provided.

Manufacturer narrative:
Additional information received indicated that the temperature exposure indicator on the pouch was checked and it was confirmed that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU. The device was prepped in the tray. The tuohy borst valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. When removed from the tray, the stent was not constrained within the outer member/sheath. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.